Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was locked but it keeps saying it opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the faulty drawer sensor caused incorrect status detection. The field service engineer swapped with another or station and checked all cables and sensors, powered down the station for a few minutes, and then powered it back up. After rebooting, the customer logged in and verified drawer functionality following the hardware test application check. The system functioned as intended after the field service engineer repaired the device.